Event description:
It was reported to philips that the system failed to perform fluoroscopy. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure got delayed and the patient was moved to an alternate room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not fluoro. Upon functional testing fse performed troubleshooting actions, shut down the system at the main wall breaker and rebooted the system which resolved the issue. After this, the system was returned to use in good working order.